Manufacturer narrative:
Continued initial reporter zip code: (B)(6). The event of "problems with cicatrisation of the wounds" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "problems with cicatrisation of the wounds".

Event description:
A healthcare professional reported that a patient had ¿problems with cicatrisation of the wounds.¿ this relates to the left side. The device has been explanted.